Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a 23 mm sapien 3 ultra resilia valve implanted in the aortic position by right transfemoral approach. During the procedure, resistance was noted when the commander delivery system with the valve exited the distal tip of the esheath plus. A distal tip torn damage of the esheath plus was observed. There were no difficulties during delivery system withdrawal or esheath removal, and no patient injury occurred. The patient remained in stable condition.